Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.00/2.5/069 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2024. On (B)(6)2024 the lens was repositioned and the problem was not resolved. On the same day (B)(6) 2024 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as a patient related factor.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h6-lens returned in a microcentrifuge vial; dry. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).